Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
A patient underwent an unrelated surgery, and it¿s unknown if the patient's ipg was placed into surgery mode was reported to abbott. Troubleshooting steps involving the magnet did not resolve the issue. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
A patient's ipg became inoperable was reported to abbott. The ipg was not set to surgery mode while the patient underwent an unrelated surgical procedure. The procedure was canceled due to the patient having an irregular heartbeat when assessed in pre-op. The patient needs cardiac work up and clearance. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. Update: 03oct2023 upon investigation of the provided cp logs, it could not be confirmed if the ipg is currently in service app mode. The cp logs show the ipg never entered a bondable state: bondablemode="false". Troubleshooting steps involving the magnet did not resolve the issue. The results of the investigation are inconclusive, and the root cause of the reported incident is unknown as the device was not returned for analysis.

Manufacturer narrative:
A patient's ipg became inoperable was reported to abbott. The ipg was not set to surgery mode while the patient underwent an unrelated surgical procedure. The procedure was canceled due to the patient having an irregular heartbeat when assessed in pre-op. The patient needs cardiac work up and clearance. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The health effect - clinical code should have been 2388- inadequate pain relief and 1924-failure of implant rather than 2388- inadequate pain relief only.

Event description:
It was reported that following an unrelated surgical procedure wherein the ipg was not placed into surgery mode, the ipg became unable to communicate with external device. Troubleshooting has been unable to resolve the issue. As a result, surgical intervention may be undertaken at a later date to address the issue.

Manufacturer narrative:
Date of event is estimated. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.